Manufacturer narrative:
Qn #(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the mask had a failed seal when it was used by the staff for resuscitation of a patient.